Manufacturer narrative:
A ge representative performed an onsite investigation. The high voltage cable was regreased and a generator and filament calibration was performed. The system was then found to be operating as intended.

Event description:
The customer reported that the system froze, then shut off, making a noise. The system was intermittently shutting down without command. There is no report of pt injury.